Manufacturer narrative:
Continuation of d10: 6935m55 lead, implanted (B)(6)2013. Dtpa2qq crt-d, implanted (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day after a generator change out procedure, the left ventricular (lv) lead exhibited loss of capture, high/undefined impedance, elevated impedance, and high thresholds. It was suspected that the lv lead was incorrectly placed into the header of the cardiac resynchronization therapy defibrillator (crt-d). Upon closer inspection, it was discovered that the lv lead was not compatible with the crt-d header. The lv lead remains in use and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 (fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.